Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release based on the results of the investigation, the most likely cause of the b30 communication error was either the presence of liquid reside on the electrical contacts or a temporal communication failure with the endoscope. As stated in the instructions for use, as a preventive measure: ¿make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the user had reported a b30 error and staticky images when connecting the cv-190, evis exera iii video system center to 190 model scope series. The user was instructed to power off the tower, connect the first scope and then power the device back on. The image returned and the subsequent scopes attempted also produced a good image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus technical assistance center (tac), a b30 error and staticky images on the cv-190, evis exera iii video system center when using the 190 model scope series. According to the customer, 180 model scope series worked on the device and the 190 model scope series worked when switching to a different tower. There were no reports of patient harm associated with this event.